Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. No prime or fill anomaly noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported priming via phone call. Customer performed troubleshooting. Customer blood glucose reading was 281 mg/dl. Customer was changing the reservoir and doing tubing process while the issue occurred. The insulin pump will not be returned for analysis.